Event description:
This spontaneous case was reported by a physician(ansm: (B)(4)) and describes the occurrence of device deployment issue ("release mechanism did not work") in a female patient who had essure (batch no. 846838) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "necessary to cut the delivery wire with cutters" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device deployment issue (seriousness criteria medically significant and intervention required) and complication of device insertion ("the device did not deploy"). The patient was treated with surgery (second laparoscopic procedure). At the time of the report, the device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device deployment issue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2011: the device did not deploy. This spontaneous case was reported by a lawyer and describes the occurrence of device deployment issue ("release mechanism did not work") in a (B)(6) female patient who had essure (batch no. 846838) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "necessary to cut the delivery wire with cutters" on (B)(6) 2011 and device defective "essure implant defective". On (B)(6) 2011, the patient had left essure inserted. On (B)(6) 2011 she had right essure inserted and the patient experienced the first episode of complication of device insertion ("right essure insertion failure"). On (B)(6) 2011, the same day after insertion of essure, the patient experienced device deployment issue (seriousness criteria medically significant and intervention required) and the second episode of complication of device insertion ("the device did not deploy"). The patient experienced device breakage ("distal portion of the broken essure device remained"). The patient was treated with surgery (second laparoscopic procedure). At the time of the report, the device deployment issue, the last episode of complication of device insertion and device breakage outcome was unknown. The reporter provided no causality assessment for device breakage, device deployment issue, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The reporter commented: essure insertion date: (B)(6) 2011 (left) and (B)(6) 2011 (right). The patient had an essure implant inserted in the left fallopian tube in the month of october, but it was impossible at that time to insert the right implant. The essure implant was released. However, it was defective and we were unable to remove the catheter. After lightly pulling on the catheter, the implant broke. In the right ostium, three trailing coils were seen. However, the distal end was broken. Through scoping, the implant was seen correctly positioned in the left fallopian tube. On the right only the distal portion of the essure device was seen. It was decided to place clips laparoscopically. Conclusion: essure insertion failure due to defective equipment and right laparoscopic tubal ligation through; ulka clip placement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2011: the device did not deploy. Most recent follow-up information incorporated above includes: on 26-apr-2017: follow-up received from a pharmacist. Patient demographic data added. Essure insertion date updated. New events (distal portion of the broken essure device remained; essure implant defective; right essure insertion failure were added). Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure of right essure coil release mechanism did not work (seen as deployment issue) and the device did not deploy. Distal portion of the broken essure device remained (seen as device breakage). It was decided to place clips laparoscopically. A second laparoscopic procedure was required. The event deployment issue and device breakage are anticipated according to essure's reference safety information. During difficult insertions, single cases have been reported of essure deployment issues. In this particular case, during placement of the essure device, the release mechanism did not work, an x-ray, showed that the device did not deploy, it was along with the operative report. It was necessary to cut the delivery wire with cutters. Also, the device breakage occurred at time of right essure coil insertion. Taking to account that event occurred during essure insertion, causality cannot be excluded. This case was regarded incident since a surgical procedure was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device deployment issue ("release mechanism did not work") in a (B)(6) year-old female patient who had essure (batch no. 846838) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "necessary to cut the delivery wire with cutters" on (B)(6) 2011 or (B)(6) 2011 and device defective "essure implant defective" on (B)(6) 2011 or (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced the first episode of complication of device insertion ("right essure insertion failure"). On (B)(6) 2011 or (B)(6) 2011, the patient experienced device deployment issue (seriousness criteria medically significant and intervention required), device breakage ("distal portion of the broken essure device remained") and the second episode of complication of device insertion ("the device did not deploy"). The patient was treated with surgery (necessary to cut the delivery wire with cutters). At the time of the report, the device deployment issue, device breakage and the last episode of complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, device deployment issue, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The reporter commented: essure insertion date: (B)(6) 2011 (left) and (B)(6) 2011 or (B)(6) 2011 (right). The patient had an essure implant inserted in the left fallopian tube in the month of (B)(6), but it was impossible at that time to insert the right implant. The essure implant was released. However, it was defective and we were unable to remove the catheter. After lightly pulling on the catheter, the implant broke. In the right ostium, three trailing coils were seen. However, the distal end was broken. Through scoping, the implant was seen correctly positioned in the left fallopian tube. On the right only the distal portion of the essure device was seen. It was decided to place clips laparoscopically. Conclusion: essure insertion failure due to defective equipment and right laparoscopic tubal ligation through; ulka clip placement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2011: the device did not deploy the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pts: device deployment issue: n° 285 cases. Device breakage: n° 1654 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 12-jul-2017: quality safety evaluation of ptc: unable to confirm complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.